Manufacturer narrative:
The hinges are located at the left and right side of the bed and allow regulation of the angle of the backrest and knee section. When the hinge becomes loose or damaged and subsequently disconnects, secondary mechanical damage to the gas spring and the backrest actuator may occur. A typical symptom of such failure is the collapse of the backrest section. Based on the investigation findings, the reported hinge failure was attributed to long-term wear of the component associated with the advanced age of the device. The bed involved in the event was approximately twenty years old, exceeding the ten-year typical product lifetime specified in the instructions for use (IFU 746-449). The hinge had never been replaced since the time of manufacture, and age-related mechanical degradation is therefore expected. According to the customer¿s report, multiple impacts occurred during the event, which resulted in forces acting on the bed structure. These forces may have contributed to the failure of an already aged hinge, as confirmed during consultation with the arjo product engineer. No evidence was available to indicate that the patient exceeded the safe working load of the bed. Therefore, potential patient overweight could not be identified as a contributing factor. In conclusion, the most probable root cause of the hinge failure is the combination of long-term component wear due to the age of the device and the forces described during the reported event acting on an already degraded hinge. The device did not meet its performance specifications due to the confirmed malfunction. The patient was on the bed when the event occurred. This complaint was deemed reportable due to an allegation of hinge failure during use with the patient. No injury was reported. No UDI information is available, the device was manufactured before UDI implementation.

Event description:
Arjo was informed about an event involving the enterprise 9000 bed. The customer reported that the hinge was damaged while the bed was being used with a patient. No injury was sustained. According to the nurse supervisor, the patient was described as heavy, became highly agitated, and repeatedly struck and kicked the bed. Multiple impacts were applied to the bed structure. When the arjo technician arrived, the patient was no longer present. The backrest hinge was found visibly broken, with clear structural damage preventing normal operation of the bed. Functional testing was not performed due to the condition of the hinge.